Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
A patient underwent stenting of a calcified lesion in the tortuous mid-lad. A cypher select + 2.75x33mm stent was advanced without difficulty. When the device was in the patient, the physician noted that the hub of the sds was broken.